Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pain") and palpitations ("heart palpitation"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, chest pain and palpitations outcome was unknown. The reporter considered chest pain, medical device removal and palpitations to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Device insertion and removal dates were added. New event medical device removed was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.